Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a non-specific inaccurate delivery issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/28/2015 with the following findings: a review of the pump histories indicated that the last basal and bolus deliveries occurred on (B)(6) 2015. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. A 10 unit normal bolus and a 10 unit audio bolus was successfully performed and both were accurately recorded in the pump history. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of a non-specific delivery issue could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.